Event description:
Our distributor reported that the elevator base of the iw930 cosycot infant warmer was broken. No patient consequence was reported.

Manufacturer narrative:
Replace the elevator base of the cosycot infant warmer. An investigation was carried out based on the event descriptions and results of previous investigations on similar complaints, as the complaint device had not been returned for evaluation. Broken elevator bases of the cosycot infant warmers, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by end of may 2008. This corrective action has been notified.